Manufacturer narrative:
This investigation is not complete. This report will be updated when the investigation is complete. The surgery time was extended. This is the same event as 1043534-2016-00028 and 1043534-2016-00039.

Event description:
Allegedly the compression screw got jammed inside the implant. Compression could not be achieved and the posterior screw could not be inserted. The compression screw was removed and a new implant was used.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.